Event description:
I am a medical technologist working at diagnostic laboratory in the hospital. We acquired a new laboratory instrument, the cobas 6000 chemistry analyzer, from roche diagnostics in 2007. We - chemistry lab- have noticed that the cobas 6000's na results are very unreliable. I can run a sample on one instrument and then run it on the same instrument 20 minutes later after performing maintenance and qc on the lis system, and get a much higher result. After noticing this discrepancy and running many patient samples, there is clearly a large variation of patient na results before and after maintenance is performed and qc is run. I am worried patients are being treated for low na when their na are normal or even high! We have addressed this situation with roche and have not resolved the problem. They first told us that the main problem is operator error. Then we were told that our instrument needed to be maintenanced. After extensive work being performed, we still have a striking na variation. Now, we are being told that due to our dry climate, our samples are evaporating, causing a falsely high na result. I can not believe that samples run 20 minutes apart can show this magnitude of variation! The truth of the matter is that the cobas 6000 just does not produce reliable na results, period. I am concerned. I am concerned that patients are sick and even dying due to false na results being resulted and doctors and nurses taking action and treating for hypocalcemia and hypercalcemia when the patient's na is normal. Something needs to be done. I am firmly convinced that we need to get rid of this chemistry analyzer, however, our hospital is out of a budget and is resistant to even the idea of replacing the chemistry analyzer. Roche is, obviously, resistant and brought lawyers and all sorts of personnel to our facility to try and persuade our leadership to reconsider getting rid of the analyzer. We need your help to address this critical concern. We have data from studies done to prove that the cobas 6000 is unable to produce reliable na results from - and this is the key - before maintenance is performed to after maintenance is performed. We have the data and would love to give it to you. I do, however, wish to remain anonymous. I do not know what would happen if I was singled out, as the person who made the day shift validate a new analyzer if we hopefully get rid of the cobas 6000 analyzer. Thank you for your help.